Event description:
It was reported that the user was unable to connect the iab catheter to the pump tubing supplied in the iab kit. As a result of this problem, the iab was removed. There were no pt complications.